Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose over 600 mg/dl. The current blood glucose is 600 mg/dl. The customer treated their high blood glucose with manual injection. The document the outcome of the hospitalization was insulin shots and intravenous drip was given to the customer. The air bubbles was present in the reservoir. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.